Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-operatively, it was reported that the cage broke. A revision was done to replace the broken cage. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The top side of the shows a much bigger damage than the other defects. The bottom part of the cage shows the points of break. Remarkable is that the right breaking point has edges on the lower side. So it is ruled out that the cage broke postoperative, because the breaking edge must be different. There is damaged to the thread of the slider. The upper side is pulled out. The type of the damage indicates a user error. It seems that the surgeon didn't use the distraction handle, but hammered on the distraction rod to expand the cage. The thread on the back of the cage is injured which could be a sign of high impact force. Around the thread is a radial impact mark which shows the diameter of the positioning rod. This sign is stronger on the right side. We suggest that the surgeon implanted the cage and tried to get it in the correct position. Therefore he used the positioning rod and hammered on it. There is a strong damage on one point. During hammering down the cage with the positioning rod, the cage ran against a resistance at this point. The surgeon didn't notice and continued resulting in the broken cage.